Event description:
Since [redacted date - early this year], (when we rolled out the new ivenix pumps) we have had numerous issues with these pumps: 1. Over 120 pumps sent to vender for repair for: reload set errors that will not resolve, broken cassette loading levers, air in line alerts, black screens, system failure alerts, service needed alert, cracked screens, broken back case, frozen screens, pump alarms failing (not going off), alarms too quiet, charging issues 2. Fixed in-house: missing right hooks, missing left hooks, broken IV clips/clamps.